Event description:
It was reported that a decrease in r-waves, impedance and an increase in capture threshold were observed. The lead remains implanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead measuring 29cm was returned for analysis. External insulation abrasion was found at 20.3-20.6cm and 26.5-26.8cm from the end of the is-1 connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
New information received notes vf episodes due to noise oversensing. Insulation damage was suspected. The lead was capped and a partial lead will be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.